Manufacturer narrative:
Insulin pump received button error alarm due to corroded keypad traces. Device received missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump kept alarming button error alarms. Customer was unable to clear the alarm with act and esc buttons. Customer's blood glucose was 49 mg/dl. Customer treated low blood glucose with food.